Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, possible physiological loss of capture was observed. The ventricular pacing markers showed ventricular event on the v sense amp channel but not on the discrimination channel. These events clustered at the same time and two weeks apart. Loss of capture assessment was suggested. It was stated that thresholds were stable and was not able to be reproduced in clinic. The patient was stable and will continue to be monitored.